Event description:
Information received indicates a patient was enrolled in an external clinical study presented to the clinic in 2006, with a 1-2 mm central corneal ulcer with anterior stromal haze. Diffuse infiltration surrounding the lesion, with no corneal staining was also noted. The patient also had limbal and bulbar hyperemia. The patient was referred to an ophthalmologist the same day. Three days later, the ophthalmologist reported the patient was diagnosed with herpes simplex. In the same month, the patient returned to the clinic for follow-up visit. The symptoms had fully resolved and visual acuities with spectacles had returned to normal. Biomicroscopy revealed a clear cornea with no residual scar. The treating ophthalmologist noted this was a non-contact lens related herpes simplex. The patient has been advised to return to contact lens wear on an initial daily wear basis. Lot history review: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No additional information available.